Event description:
Response to request: in regard to the device involved in this incident, no defect has been identified. The basis of this report is the biomedical mgrs' opinion that this design needs to fully protect the pt in all possible situations. Therefore, analysis is not based on the actual wheelchair involved, but rather this design feature. Apart from the safety standards used when this device was first designed, co's records show this to be the first notification of an incident such as this and the outcome has not resulted in a serious injury. It should be considered that this design has been marketed since 1980 and co currently produce over 5,000 per year. This design feature is used throughout the industry. Specific to invacare, this design has been in use for over 16 years without report of serious injury and no defect has been identified in this case. Conclusion is that this design does not represent a significant risk to public health or safety. Therefore, co believes no further action is necessary and consider this issue resolved.